Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: no defect was found. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of expulsion: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that one syringe of juvéderm® ultra xc had, ¿the product spilled out everywhere and on the patient¿s face.¿ patient contact was made. No injury to the patient, staff, or injector. The packaged needle was used for the injection.